Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right atrial (ra) lead and one day ago, this pacemaker triggered another lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right atrial (ra) lead and one day ago, this pacemaker triggered another lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the header connection on the x-ray look good. It is suspected a slight bend in the leads at the clavicle location. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads are fracture due to x ray results and the fact that the patient lifts heavy patients everyday. Technical services (ts) reviewed the data and did not found evidences of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right atrial (ra) lead and one day ago, this pacemaker triggered another lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the header connection on the x-ray look good. It is suspected a slight bend in the leads at the clavicle location. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads are fracture due to x ray results and the fact that the patient lifts heavy patients every day. Technical services (ts) reviewed the data and did not found evidence of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was repositioned on the right side, and the leads were explanted and replaced due to fracture, confirmed by x ray. No additional adverse patient effects were reported.

Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right atrial (ra) lead and one day ago, this pacemaker triggered another lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the header connection on the x-ray look good. It is suspected a slight bend in the leads at the clavicle location. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads are fracture due to x ray results and the fact that the patient lifts heavy patients everyday. Technical services (ts) reviewed the data and did not found evidences of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that two months ago, this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in the right atrial (ra) lead and one day ago, this pacemaker triggered another lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. A signal artifact monitoring (sam) event was also recorded due to minute ventilation (mv) oversensing on the ra and rv channel. Technical services (ts) noted it was unlikely that two leads were broken in so short post implant time. An x ray was suggested, nonetheless it was note in latitude that the patient refused it. Ts suspects that it is still in the time frame of a lead connection issue, and the set screw or lead need to be fully inserted. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the header connection on the x-ray look good. It is suspected a slight bend in the leads at the clavicle location. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the leads exhibited loss of capture (loc) and oor high impedances on bipolar configuration. The physician suspects both leads are fracture due to x ray results and the fact that the patient lifts heavy patients every day. Technical services (ts) reviewed the data and did not found evidence of a pacemaker hardware malfunction. The rv and ra channels also have presence of non-physiologic noise on the sense channels in stored episodes. It was also found that the power consumption appeared to be normal. Technical services (ts) suggested how to proceed once intervention is performed, nonetheless, the patient refused going to the clinic. It was discussed by the physician to implant a leadless pacemaker. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was repositioned on the right side, and the leads were explanted and replaced due to fracture, confirmed by x ray. No additional adverse patient effects were reported.